Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100 set, an external fluid leak was observed. It was reported the event occurred while "changing the replacement solution" and the ¿replacement line connector was cracked". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Upon further investigation this has been determined to be a duplicate of report number 8010182-2019-00177 should additional relevant information become available, a supplemental report will be submitted.